Event description:
A customer contacted beckman coulter inc (bec) to report a blood leak observed under the flow-cell after performing start up on the lh750 slidestainer. The customer discontinued the use of the instrument until the leak was corrected. The user was wearing personal protective equipment (ppe) consisting of lab coat, gloves and goggles at the time of the incident. The spill was cleaned up according to the defined laboratory protocol. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed, sprayed or injured.

Manufacturer narrative:
A bec field service engineer (fse) indicated that due to a slight leak, replacement of the input tubing from the flowcell to the t fitting was performed. The leak was precisely between the tubing' s molded end and t fitting. This line may carry blood, diluent, clenz, lh pak, retic pak and controls. Root cause for the leak was associated with weaken molded end of tubing attached to the sample input fitting of the flowcell. (B)(4).